Manufacturer narrative:
Unit received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display. Unable to verify failed battery test alarm or power loss alarm due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarms, failed battery alarm and blank display. Customer stated they did receive low battery alert prior to replace battery alert. Customer stated battery was not previously used. Customer stated battery cap was not loose, cracked or damaged. Customer stated that the display was not blank less than 30 seconds and did not return. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.